Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support and successfully performed a pump reset, after which the error was not displayed again. The customer was able to start their sensor session successfully.